Event description:
Pt s/p decompressive lumbar laminectomy 2006, with correct sponge counts initially, at first close and second close had f/u x-ray by another provider after discharge which showed some radiopaque lines in the midline which were initially thought to correspond to the pt's bandage that included the radiopaque strings. F/u x-rays repeated two months later, which again showed radiopaque foreign body of unk nature, probably a sponge. MRI was done two days later, and showed no apparent foreign body, but showed a large epidural fluid collection. Pt was re-admitted five days later, and taken to the or for exploration of the wound and removal of 4x4 raytec sponge. The material was sent for gm.stain, c&s and results were negative. The pt was seen by ID, treated with IV antibiotics, and was discharged in the same month.